Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Blood glucose value at the time of the admission was 449 mg/dl. Customer was at the emergency room at the time of the call. Customer was wearing the insulin pump at the time of emergency room visit. Customer stated that he did not receive alarms or alerts. Current blood glucose is 500 mg/dl. Customer does not have a backup plan. During troubleshoot; it was stated, the drive support cap is recessed. Customer stated, the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Device is stuck in the prime and rewind loop, customer attempted a second rewind and prime and it restarts at rewind menu instead of the fill cannula. Customer was instructed to hold the act button until receiving a 2nd series of beeps or numbers appear on the display; customer stated it did not happen. Nothing further reported.